Event description:
It was reported that when trying to refill the pump on (B)(6) 2013, hcp was in the reservoir but was only able to pull back 0.2cc of a blood tinged fluid and was expecting 4 cc. A new refill kit was used and they aspirated another approximately 0.2cc blood tinged fluid and were not able to aspirate or fill any drug in to the reservoir. They tried holding negative pressure multiple minutes to ensure all or any air was out of the system. Hcp accessed the pump under fluoroscopy and the needle was in the reservoir and it would ¿not push or pull anything¿ there was resistance like it should be completely empty. They attempted to push saline through and were unable to. They were unable to empty or fill the pump. They couldn¿t access the reservoir to fill or empty. The elective replacement indicator was 11months. It was later reported they did not have trouble locating the septum. They attempted to fill under fluoroscopy to double check needle placement. The pump wouldn't aspirate or push. Several different needles were tried in the two different refill attempts. The pump was replaced. The patient recovered without sequelae. The pump was delivering lioresal.

Manufacturer narrative:
A two ml sample was sent for analysis. The results of one sample were positive for baclofen. The results of the second sample were negative for baclofen and the medications that were tested.

Manufacturer narrative:
Product ID: 8709, lot# j10836r11, implanted: (B)(6) 2001, product type: catheter. Product ID: neu _refillkit_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A portion of the catheter was returned, the 90 degree pump connector. No anomalies were seen with this connector. Analysis of the pump revealed a fluid path and reservoir access issues due to residue before the internal decontamination. The pump logs indicated a motor stall recovery which indicated a past motor stall and recovery had occurred during the pump's life. Analysis lab tried to remove fluid from the pump before decontaminating the inside and experienced issues with the aspiration/filling of the pump. This confirmed the field allegation. Analysis indicated that no fluid was in the pump when it was returned and was able to get fluid in the pump for a 10 milliliters (ml) rinse. Of note, on the printout taken when device arrived to the laboratory there was a reservoir volume of 1.3 ml and that the low reservoir alarm was set for 2.0 ml. The low reservoir alarm was active. Also noted on the printout was a flex pattern infusion rate and the drug listed is baclofen at 2000 micrograms (mcg)/ml. Dispense accuracy testing was able to be performed and passed specifications but it did have an odd looking graph. Per laboratory process the dispense testing was repeated with same outcome. Destructive analysis was performed. The reservoir and most of the fluid path showed no signs of residue or an issue with the over pressure mechanism and filter. There was residue present just under the fill septum and this most likely caused an occlusion at the fill port and was washed away enough when the laboratory did the rinse. The pump tube had signs of wear markings and residue along the side wall of the tube and a significant "crease" at the outlet end. It was suspect that the condition of the tube may have caused the dispense graph oddity. None of the residue appeared to be sticky and there was no evidence that there was an occlusion at the outlet port or catheter. (B)(4).